Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.

Event description:
It was reported that the battery button did not work as intended. The next day a csf leakage started.

Manufacturer narrative:
The observation stated in the reported event could not be confirmed. No medical intervention or permanent harm was observed, and the device was not returned; although there have been issues turning on the primary device¿s air pump, a backup device was used to complete the procedure, after which the patient experienced a csf leak. A thorough review of manufacturing and quality records found no deviations or issues, and overall, the root cause of the event could not be determined. Based on the investigation including a statistical analysis there is no indication that the product is not working as intended or any systematic design, material or manufacturing related issue exists. Therefore, no corrective and/or preventive actions are deemed necessary at that time. The complaint is added to the complaint trend.

Event description:
It was reported that the battery button did not work as intended. The next day a csf leakage started.